Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the conductor was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix was fuly retracted with dried blood and tissue on tip electrode. Lead could not be fixed well because of tissue covers the helix tip.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was unstable pacing and after operation on the right ventricular (rv) lead. It was noted the lead had dislocated. During the lead revision procedure, the physician tried many times but the lead could not be fixed well. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.